Event description:
Green status indicator does not flash but remains lit constantly. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th november 2012. Upon receipt the device was emitting a constant green status indicator, as per the reported fault. Evidence of moisture and corrosion were observed within the membrane and on the device exterior, which would indicate the device had been stored outside of the recommended conditions. It is unclear when moisture had initially penetrated the device, but the corrosion would indicate the device had been in the presence of moisture for a prolonged period of time. The fault could not be replicated with a new membrane fitted. This confirmed a failure of the returned membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Green status indicator does not flash but remains lit constantly. There was no patient involved in this event.